Event description:
Patient underwent elective panniculectomy procedure. Acell psmt device used as an underlay, and a device from another manufacturer was used as an overlay. The patient complained of abdominal pain 2-3 weeks post op, and a seroma was identified and drained.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all reports purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturing operating procedures. There was no report of device failure at the time of surgery.